Manufacturer narrative:
The device has not been returned. This event is being reported due to a single preceding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
The dentist reported that the zirconia abutment fractured after placement.